Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint databases for the reported tibial tray component did not reveal any other reports against the lot number. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for correction action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the femoral and tibial components accompanied by poly wear and osteolysis.